Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code bd indicative of battery depletion. A request was made to have data from this device analyzed. Analysis determined that the device had been exposed to a magnet for two hours on (B)(6) 2019. The patient confirmed that they had undergone a non-device related surgical procedure on that day. The battery has since recovered, and the device remains implanted. No adverse patient effects were reported.